Manufacturer narrative:
The customer declined service - no further action taken. The cause for the (B)(6) is unknown. No further evaluation of the device is required.

Event description:
An elevated (B)(6) was obtained on a patient sample when tested in replicates of two. Since the replicated did not match, the patient sample was tested again in replicates of two and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6).